Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm, and is unable to rewind the insulin pump. Customer's blood glucose level at the time 180mg/dl. No additional information was provided.